Event description:
Patient underwent prostate vaporization with the greenlight laser. During the procedure the only thing noted out of the ordinary was that the laser fiber was fractured and needed to be replaced. This is not uncommon. No patient injury was noted. The patient returned some months later with continued urinary issues and another surgery was done to explore for complications. It was found the patient's bladder was injured and the mechanism of injury was identified to possibly be related to thermal injury although the cause is still undetermined. The laser is brought into the organization for procedures and then taken back out so it was returned with the representative the day of the procedure since nothing was noted. The product information provided is all that was available to me. Boston scientific would need to be contacted for more information on the laser.